Manufacturer narrative:
Product ID 8578, serial# unk, explanted: 2015 (B)(6); product type accessory product ID 8709sc lot# b0902551k, implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8578, serial# unknown, explanted: 2015 (B)(6); product type accessory. Analysis of the pump (sn: (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and a the stall was due to shaft-bearing. Analysis of the catheter (lot# b0902551k) found a non-significant anomaly; there was coring/tear/cuts in the seal, but no leaks were seen in the lab and there were no leak allegations. Analysis of the catheter (unknown lot#) found a hole in the catheter body caused by the catheter connector pin. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# b0902551k, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The patient along with the representative noted this device system delivered lignocaine with a concentration of 5 mg/ml at a dose of 1 mg/day. The lot number was not obtained nor available. The patient's medical history was not obtainable. The indication for use was not known. The patient reported that the pump had been alarming for about 6 weeks prior to (B)(6) 2015. On investigation of the pump at the time of the replacement, the pump was alarming due to a motor stall. It was unknown what led to or caused the motor stall. No further troubleshooting was done. In addition, during the pump replacement, the implanted 8709 catheter came apart at the 8578 connector. The surgeon did not put any unusual pressure on the equipment and decided to replace the catheter. The issue was reported as resolved at the time of the report. No patient symptoms were reported and at the time of the report the patient's status was reported as alive-no injury. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.